Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported an over infusion of alteplase that was intended to infuse over 1 hour and completed in 30 minutes. The nurse responded to an infusion complete alarm and found the infusion had completed sooner than anticipated. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. The device, infusion set, and infusion bag were not received for inspection. A review of the event log noted guardrails drugid 30 - alteplase (tpa) was programmed on (B)(6) 2015 at 2:59 pm to infuse at a calculated rate of 33.1ml/hr and a vtbi of 33.1ml; however the infusion was manually stopped approximately a half hour later. It is unknown why the infusion was manually terminated before the expected volume to be infused (33.1ml) was delivered. The programming review could only determine how much fluid the pump module device recorded as being delivered (15.804ml); not how much fluid left or remained in the infusion bag or infusion disposable set. The root cause of an infusion completing sooner than expected was not identified.